Manufacturer narrative:
Manufacturing investigation evaluation: one (1) protection sleeve (part 03.025.040) was received for manufacturing investigation. The article is in a used condition with visible nicks and dents. During manufacturing investigation, all relevant and significant characteristics (such as dimensions) were checked. The outer diameter ø10.98mm (0/-0.02) was measured and found to be out of specification measuring ø11.08 mm. All other checked characteristics were found to conform to specifications. The production failure for outer diameter was confirmed. The risk documentation will be updated accordingly to include this finding. Product development investigation evaluation: the 11.0mm/8.0mm protection sleeve 188mm (part 03.025.040) was received at the investigation site. A visual inspection revealed no damage to the sleeve. However, the main shaft diameter of the part was measured with uncontrolled, un-calibrated calipers and appears to be outside of the tolerance zone defined on the drawing. The diameter measurement was 11.06mm, and the acceptable tolerance range is 10.98 +0 -0.02. The complaint indicates that the sleeve would not fit in the appropriate hole in the aiming arm. After measurements were taken, it was determined that the sleeve is larger in diameter than the aiming arm hole. The parts will not fit together per their intended uses. The sleeve in question is in great visual condition with no scratches or wear marks. The aiming arm is also in good condition. Part damage was not the cause of improper fit. The relevant documentations were reviewed. It should be noted that this sleeve was developed under the asls system; however, it is appropriate to use with the tfna procedures. Even though the sleeve was designed in the asls system, the aiming arm of the tfna system was designed to be compatible with the asls sleeve. In contrast, the asls sleeve design could not have been considered for use with the tfna connecting screw as that device did not exist at the time. This complaint investigation revealed no design issues or discrepancies that may have contributed to the complaint condition. A manufacturing evaluation was also conducted to confirm that the part¿s dimensions were inadequate. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: june 12, 2015 no non-conformances reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016 to treat a hip fracture. During the procedure, the protection sleeve would not go through the aiming arm as expected. In order to finish the case and successfully insert short nails with a distal interlocking screw, the two instruments need to pass through. However, the sleeve absolutely would not fit into the aiming arm. The surgeon had to freehand the drill and screw resulting a five (5) minute surgical delay. No patient harm was noted. The procedure was completed successfully. This report is 1 of 2 for (B)(4).